Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a follow-up in clinic, low pacing impedance was noted on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.